Manufacturer narrative:
The additional information was received on 29-apr-2025. The intervention provided was that the remaining part of pentaray nav catheter's severed leg was saved with a snare device removed and the patient had no complications. The foreign material removed from the patient. There is no outcome of the adverse event. The patient didn't require extended any hospitalization because of the adverse event. Per the snare device used to remove the catheter's severed leg, checked b2. Is required intervention and added under h6. Health effect - impact code "surgical intervention (f19)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a pentaray nav catheter and the patient experienced a piece of the pentaray nav catheter dislodging and remaining in the patient¿s heart. The information indicated that the patient had a mechanical mitral valve and the physician was aware of the patient¿s medical history. The pentaray nav catheter was attached to the valve and when attempting removal of the catheter, unfortunately, the distal end of the pentaray nav catheter section 5-6 remained inside the patient¿s heart. The patient did not have any complications. The case was then completed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The detachment of the of the distal end section 5-6 was assessed as a MDR reportable malfunction. The distal end section 5-6 that remained inside the patient was assessed as a MDR reportable serious injury.

Manufacturer narrative:
The investigation was completed on 29-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31490496l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a pentaray nav catheter and the patient experienced a piece of the pentaray nav catheter dislodging and remaining in the patient¿s heart. The intervention provided was that the remaining part of pentaray nav catheter's severed leg was saved with a snare device removed and the patient had no complications. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-aug-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that one of the splines was broken leaving the internal components exposed. The device features were reviewed; however, the magnetic and electrical features were affected due to the spline condition. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The adverse event and detachment reported by the customer were confirmed. A user error was identified as according to the physician's decision, the patient had a mechanical mitral valve and the doctor was aware of this and proceeded to use the device anyway and the instructions for use (IFU) of the device states that do not use the catheter in patients with prosthetic valves. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: tip (g04129) were selected as related to the customer¿s reported ¿piece of the pentaray nav catheter dislodging¿ and ¿user error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿user error¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to user (d11) / component code: tip (g04129) were selected as related to the customer¿s reported ¿piece of the pentaray nav catheter dislodging¿ and ¿user error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿one of the splines was broken leaving the internal components exposed¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 07-jul-2025, noted a correction to the 3500a follow-up #1 as should have included removal under h6. Health effect - impact code of the ¿no health consequences or impact (f26)¿since added ¿surgical intervention (f19)¿ code in the 3500a follow-up #1. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).